Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead and competitive device detected out-of-range shock impedance measurements from 14 ohms to greater than 200 ohms. The only programmed shocking vector with acceptable measurements was the rv to can configuration. This device following clinic obtained this information through a competitive remote monitoring system.

Manufacturer narrative:
The patient was brought in clinic, where an interrogation of the device showed stable shock impedance and pacing impedance measurements. No surgical intervention or reprogramming has been done at this time, but available information suggests that the physician may consider a non-invasive programmed shock (nips) test in the future. No adverse patient effects have been reported as a result of these observations. This event will be updated if any additional information becomes available.